Event description:
Device: edwards lifesciences vigilance ii monitor advanced cardiac monitoring when used with the same MFR's vig 2s rolling stand. Problem: the plastic base where the pole mount slides into the monitor may crack along the slides and allow the monitor to topple onto the floor damaging the unit or fall onto a pt causing harm. The medical center, in another country, experienced this in our cccu where the monitor nearly fell, onto the patient/bed. No harm was done. As a preventive measure, all monitors of this type were removed from the pole / stands and the users directed to place the monitors onto carts for use. Cracking to various degrees was seen on most all monitors in the same area. Reason & solution: the vendor was contacted and they are working to assist us with a resolution to this problem. The vendor should be the resources to address the reason and solution.